Event description:
Additional information was received that there were no evident contributive factors identified during the procedure. The patient¿s b aseline was tici 0, the basilar artery was closed. The nihss was very high, 16 on admission. The patient¿s post-thrombectomy¿condition was tici 2b, achieved almost full recanalization, and the nihss improved to 6. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two solitaire ab stents encountered resistance in the middle section of the phenom catheter during delivery. The patient was undergoing surgery for treatment of basilar artery occlusion. It was noted the patient's vessel tortuosity was moderate. The access vessel was the basilar artery with a 5mm diameter. It was reported that the solitaires couldn't go into and be delivered through the phenom catheter, and the catheter broke. The vessel was moderately tortuous. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.